Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. The fse performed the trouble shooting action and found that the control module is faulty and as part of trouble shooting fse replaced the pdu (power distribution unit) control module. After replacement of pdu, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was not switching on. The system was not in clinical use. There was no reported patient or user harm.